Manufacturer narrative:
(B)(4)

Event description:
Customer reported to beckman coulter, inc. (Bec) that the synchron cx5 ce clinical analyzer electrolyte injection cup (eic) was not draining and fluid was overflowing into the instrument. Customer reported that there was a small pool of clear liquid on the laboratory floor. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the peri-pump was not turning off, wash and waste operated simultaneously to prevent overflow. The fse rebooted the system and the issue was resolved.